Event description:
Pt with r-port premier venous access catheter/port for chemotherapy, developed difficulty accessing on 6-20-00. Fluoroscopy revealed that the catheter portion of the device disconnected from the port and had travelled to the right atrium of the heart. The port was removed from the pt's arm and the catheter portion was successfully snared, under fluoroscopy, via common femoral vein access.